Event description:
Per biomed, poor image quality. There are lines on screen after boot up.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality, lines on screen after boot up, was unconfirmed, as the reported issue could not be reproduced during evaluation. The scanner was inspected powered on and initialized ten times and the image appears to be normal. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, poor image quality. There are lines on screen after boot up.